Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, and concentric mid right coronary artery that was 90% stenosed. The 3.5 x 38 xience alpine stent advanced towards the lesion, but failed to cross due to the anatomy. Reportedly, there was resistance during removal of the stent. The procedure was successfully completed with another xience alpine stent. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.